Event description:
The 3500 report states the patient had to return to surgery one month after implant due to lead dislodgement. No patient complications were reported as a result of this event. Follow up with the facility indicates there was no device malfunction. Additional information received from pt's mother reports '2 shocks in the middle of the night'.

Manufacturer narrative:
Other text : report states the patient had to return to surgery one month after implant due to lead dislodgement. No patient complications were reported as a result of this event. Follow up with the facility indicates there was no device malfunction. Additional information received from pt's mother reports '2 shocks in the middle of the night'. No conclusion can be drawn; dislodged shock, inappropriate.